Event description:
It was reported that the patient experienced withdrawal. It was reported that the pump "went dry three years ago" and the doctor advised the patient to take oral baclofen (it was noted that the patient will be or has relocated and was searching for a new physician). The patient then experienced withdrawal. No alarm was heard and the patient did not know the pump was dry until she had withdrawal symptoms. At the time of the event the device delivered baclofen. The device currently delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient¿s doctor let the pump go dry and gave the patient oral baclofen because ¿it would do the same thing.¿ the patient did not know that the pump should not be run dry. The patient was very red when she went into withdrawals. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).